Manufacturer narrative:
The removed data acquisition pcba to motor controller pcba cable was returned to the failure investigation lab. Visual inspection of the data acquisition pcba to motor controller pcba cable revealed no evidence of damage or contamination. V8000 da to mc cable assembly (p/n 1032611) was the only part returned. This part was replaced with v60 da to mc cable assembly and was previously recalled. No further fl is required. Reference CAPA 3875169 for additional information. The removed power management (pm) pcba was also returned for failure investigation. The fi technician installed the power management (pm) pcba into a fi ventilator to attempt to duplicate the reported issue. The power management (pm) pcba was tested, and the customer complaint was verified. It was determined that the u16 pin 1 output (1y) internal shorted to pin 8 (gnd) on the power management pcba and this created the 1007 error code.

Manufacturer narrative:
Date of report : 14jul2021. There was no patient involvement.

Event description:
The customer reported the ventilator turned on and alarmed ¿check vent machine and proximal pressure sensor failed¿. There was no patient involvement. The remote service engineer (rse) spoke with the customer. Customer states unit alarms error code 1007 at start up with audible alarm and no pressure readings on test analyzer. Advised customer to power off unit, disconnect power and check data acquisition (da) to motor controller (mc) cable. Customer advises cable is fully seated, no evidence of impact damage or liquid spill. Customer states unit may also have issue with powering on and off. Power switch appears to be operable. Advised customer to check power cord and ac inlet for 120vac and power supply for 24 vdc. Advised customer to replace the following: cable, da to mc pcba or pcba, data acquisition. Customer called back to advise that he has replaced the pm pcb and the problem has been resolved. No other problem found; unit returned to use.